Manufacturer narrative:
Throughout the data analysis, a systematic issue was not observed and a product problem was not found. The most likely causes for the discrepancies observed may be due to an lod sample, sample to sample variability, and differences in testing platforms. Data review indicates sample 2 to be near the lod of the assay. Samples with late CT values at lod indicate a very low viral load that can be either from samples with a low titer or from cross-contamination. Note that samples near or below the lod of the test may generate wavering results on repeat testing. Additionally, there are differences in assay sensitivities, algorithms used, and also targets of different regions of the viral dna. As such, results with one assay may not be reproducible with a different assay. Lastly, sample to sample variability can occur due to: when the sample was collected in relation to disease course (pre-symptomatic, or as infection descends to lungs/or patient recovers); how the sample was stored prior to testing (sample degradation); or inadequate sample collection. A comparison of two samples collected at different times may yield varying results. (B)(4).

Event description:
In light of the covid-19 pandemic and the subsequent emergency use authorizations (euas) for sars-cov-2 diagnostic tests, the agency has requested heightened reporting beyond the reasonably suggests requirements of 803 to include allegations of false positive or false negative results independent of harm or malfunction or off-label use. Pursuant to the agency¿s instruction, we hereby submit this MDR. A customer from austria alleged discrepant results for two patient samples using the cobas® sars-cov-2 test (cova) assay for use on the cobas® liat® system. On (B)(6) 2022, two samples were collected for patient 1. The first sample generated a sars-cov-2 positive result with the cova assay while the second sample generated a negative result with another platform (maelstrom 4800 nucleic acid extractor (diagnocine) and mic magnetic induction cycler / real-time thermocycler from biozyme using the reagents from ingenetix). A few days later, a third sample was collected for patient 1 and then sent out to a third party lab (details unknown), also resulting in a sars-cov-2 negative. On (B)(6) 2022, two samples were collected from patient 2. The first sample generated a sars-cov-2 positive result with the cova assay while the second sample generated a negative result with another platform (maelstrom 4800 nucleic acid extractor (diagnocine) and mic magnetic induction cycler / real-time thermocycler from biozyme using the reagents from ingenetix). All results were reported out. No harm is alleged. An investigation was conducted to evaluate the customer¿s allegation. Per FDA¿s eua guidance, 2 mdrs will be filed.